Event description:
Inbound. Patient has mixed two different cassettes from lot number 4219994, placed on both of her pumps and still gets no disposable alarm on both pumps. Mixed from different cassette lot number. Alarm resolved, no further details provided.